Event description:
It was reported that the asymptomatic patient presented to the clinic and noise was noted on the right ventricular lead. The noise could be reproduced with isometrics; all other electrical values were within range. The lead would be reprogrammed. It was noted that the patient was actively undergoing dialysis treatment.

Manufacturer narrative:
(B)(4).